Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to remove damaged cartridge, inspect and clean pneumatic tap area, discard o-ring found on tap, fill and load new cartridge, and successfully completed load process to resume insulin delivery.